Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead was evaluated and observed to exhibit high out of range impedances and loss of capture (loc) by the physician. It was noted that the high out of range impedances triggered a lead safety switch (lss). The rv lead was reprogrammed and the physician plans on replacing the lead. At this time, the lead remains in service. No additional adverse patient effects were reported.